Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, "the thread burst". They tried to back it up but if did not work. The whole kit could not be used. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: one of the photos of the complaint device outside the patient was provided by the customer and showed one band was broken. Additional information received on august 20, 2024: it was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a04 captures the reportable event of band was broken. Block h2 (correction): block h11 (block a2) has been corrected.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of band was broken. Block h2 (additional information): block b5 and section e (physician's name) have been updated based on the additional information received on august 20, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, "the thread burst". They tried to back it up but if did not work. The whole kit could not be used. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: one of the photos of the complaint device outside the patient was provided by the customer and showed one band was broken. Additional information received on august 20, 2024: it was reported that there was no difficulty experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, "the thread burst". They tried to back it up but if did not work. The whole kit could not be used. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: one of the photos of the complaint device outside the patient was provided by the customer and showed one band was broken.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of band was broken.